Manufacturer narrative:
Date sent to the FDA: 09/08/2021. Additional event information was obtained: update event description: on (B)(6) 2021, at 9: 00, the doctor performed laparoscopic surgery for uterine fibroids, at 9: 45 decided to use 0 # suture needle to suture the myoma wound, hand washing nurse, circuit nurse after checking the integrity of the needle, handed to the attending surgeon, put into the abdominal cavity for suture. During the suture of the myometrium during the procedure, the suture broke, and the needle was examined. The needle tip was found to be broken at 5 mm. Then the suture was changed, and the procedure was continued. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to FDA: 07/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 analysis summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code sxpp1a406. A fracture was observed near the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was predominantly composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. The following information was requested, but unavailable: did a piece of the broken needle fell inside the patient? If so, was it retrieved during the same procedure? What was done to retrieve the broken piece? Was additional dissection required in other organs/tissues other than the target tissue? If the needle remains in the patient, please specify size of the needle piece retained, in what structure/tissue was retained and if there is any future plans to remove it. Procedure name? Event date?

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did a piece of the broken needle fell inside the patient? If so, was it retrieved during the same procedure? What was done to retrieve the broken piece? Was additional dissection required in other organs/tissues other than the target tissue? If the needle remains in the patient, please specify size of the needle piece retained, in what structure/tissue was retained and if there is any future plans to remove it. Procedure name? Event date? Device return status/follow up a manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Trade name: irgacare¿, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that a patient underwent an unknown surgery in (B)(6) 2021 and barbed suture was used. During the procedure, the needle broke when sewing. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.